Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) device, right ventricular (rv) and left ventricular (lv) lead exhibited loss of capture on the presenting electrogram (egm). Additionally, the right ventricular (rv) lead exhibited out-of-range (oor) intrinsic amplitude. There was no indication of rv undersensing. The health care professional (hcp) discussed the device review with the patient's family, and they have opted for a conservative management approach at this time due to the patient's medical condition. This rv lead remains in service and no adverse patient effects were reported.